Manufacturer narrative:
This follow-up report is being filled to relay investigation result. The investigation results did not identify a non-conformance or a complaint out of box (coob). Nature of the event remains unknown. Neither x-rays nor any other medical documents were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00781.

Manufacturer narrative:
Concomitant medical products: stem extremities; catalog# : unknown; lot#: unknown. The manufacturer did not receive x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and a revision surgery is planned.